Event description:
Dr. Is an anesthesiologist and the husband of a patient who had surgery. He states that she, his wife, has experienced every possible complication that could occur with this product including "swelling", "interstitial and labial edema", "leaking from the port sites which have dehised", "pain", "a lot of discomfort", "she can't go to the bathroom", and "she can't pass gas".

Manufacturer narrative:
Baxter medical director assessment: in 2007, meddra terms: swelling, interstitial and labial edema, leaking from the port sites which have dehisced, pain, discomfort. The described reactions are expected adverse events, that are outlined in the instructions for use of adept: "in the study, the most frequently occurring (report incidence as % of number of patients) treatment-related adverse events between surgeries were post procedural leaking from port sites, labial, vulvar or vaginal swelling and abdominal distension". The described events are related to the use of adept. No additional investigation or measures are required. Md biosurgery. Re-education: the baxter representative that took the case provided education per the IFU and made reporter aware that these events are known possible side effects with the use of the product. Multiple attempts have been made to the patient's home to determine their current status, with no response. If a response is received, a follow-up report will be submitted.